Event description:
The patient's surgeon later advised the rupture was first observed by an ultrasound.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side device rupture.

Event description:
Patient reported a left side device rupture. The device has been removed.